Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty deflating the balloon occurred. The lesion being treated was a mildly tortuous circumflex (cx) lesion. It is noted the lesion was not predilated. After successfully deploying a taxus express2 2.75 mm x 32 mm stent. Difficulty deflating the balloon was noted. Multiple syringes were used to apply negative and positive pressure with no success of deflating or bursting the balloon. However, the physician was able to partially deflate the balloon enough to retract it back into the guide catheter. The guide catheter with the balloon inside was pulled back to the aorta where the balloon was burst. The burst balloon was removed in tact. The procedure was successfully completed. No additional intervention was needed. No pt injuries or complications were reported. Pt status is reported to be "satisfactory/good."